Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient's left ventricle lead was explanted and replaced for unknown reason. The patient condition was unknown.